Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing left thigh numbness. The rep stated that the ortho spine surgeon performed a laminectomy with the intention of implanting a paddle lead. When using the elevator the surgeon was having difficulty when moving in the epidural space and the nerve monitor people noticed change in their reading. Because the surgeon was having issues with the elevator he decided to use a perc lead instead. With the perc the hcp was also having troubles placing the lead and getting them midline. Rep stated that the leads were more lateral which was seen on the fluro during the case. Hcp left the leads placed in that lateral location. Rep also stated that on the day of the procedure the patient was experiencing tingling post op when the stimulator was off. Now hcp indicates that one lead is in an anterior position. Hcp asked the rep if the tingling is being caused by the lead. Rep called to ask for guidance regarding this topic. This was considered a sudden change in therapy/ symptoms. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that device was explanted. Rep spoke with the patient a few days ago and they are still having drainage. The device was explanted and not sent back. This information was confirmed by physician/ account. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that the health care professional (hcp) mentioned that the patient had a small epidural space. He also mentioned that the bone respected from the lami was interfering with placement of the leads. The rep mentioned when he slide the elevator the reading changed. They thought he may have tickled a nerve which caused the numbness and tingling. Patient said the symptoms resolved after a few days. Tingling has been resolved. Nothing was explanted. Patient battery site got infected. Doctors to her took the or to do a wash out and replace battery. Currently battery is still experiencing infection symptoms and the health care professional (hcp) mentioned he was going to explant the whole device today ((B)(6) 2018). Rep will confirm with him that in fact all with removed. Information was confirmed by physician/ account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.